Event description:
It was reported that the image quality of the 9800 system is poor. There was no report of pt injury

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Flashes the nodes and rebuilt the system files. The system was tested and found to be working as intended and placed back into service.